Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that a piece of the device was retained in the patient after a procedure. The patient received a second procedure and the fragment was successfully removed. There were no adverse consequences as a result of this event.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
No new information.